Event description:
During a laser lithotripsy procedure a 1/2" long piece of optical fiber was reported to have broken off. Some small flecks of gold were also noted in the bladder and urethra. The piece was removed without pt complications.